Event description:
A user facility nurse reported an internal dialyzer blood leak that occurred fifty-one minutes into a patient¿s hemodialysis (hd) treatment. The nurse noticed blood leaking around the arterial head of the dialyzer. The machine, a 4008s clasica, did not alarm with a blood leak alert. Fresenius bloodlines were also being used for the treatment. Blood test strips were not used. No visible damage was found on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. However, there were two photos and a short video clip provided. One photo shows the control panel of the machine. The other photo shows an up-close view of one end of the dialyzer showing a thin stream of blood in the bell housing, outside the fibers. The video shows a dialyzer being used in treatment and there is a thin stream of blood flowing downward near the polyurethane (pu) area, indicative of a fiber leak. No other damage or irregularities were noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint was confirmed as a fiber leak based on the provided dialyzer photo and video clip. The probable causes for this failure to occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported an internal dialyzer blood leak that occurred fifty-one minutes into a patient¿s hemodialysis (hd) treatment. The nurse noticed blood leaking around the arterial head of the dialyzer. The machine, a 4008s clasica, did not alarm with a blood leak alert. Fresenius bloodlines were also being used for the treatment. Blood test strips were not used. No visible damage was found on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded.